Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va1prrz, implanted: (B)(6) 2018. Explanted: (B)(6) 2018, product type: lead. Product ID: 3389s-40, lot#: va1prrz, implanted: (B)(6) 2018. Explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had signs of an infection on the top of their head. There was an infection in the chest pocket as of (B)(6) 2018. The ipg and the extensions were explanted at that time. The remaining hardware was explanted. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.